Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
--

Event description:
Additional information indicated that a revision procedure will be performed in the near future to implant a new device and rv lead. It was noted that threshold measurements have increased to 1.4 volts and 0.6 milliseconds.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. It was noted that threshold measurements and shock impedance measurements are normal and stable. Technical services (ts) recommended, since the threshold measurements and shock impedance measurements were normal, to continue monitoring the patient. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.